Manufacturer narrative:
An event regarding packaging damage involving simplex with tobramycin bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned and no photographs were provided. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, leaking and smelling. Both boxes containing two boxes each were wet. This indicates that ampoules were broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Simplex cement arrived at the hospital warehouse leaking and smelling. Both boxes containing two boxes each were wet. Hospital refused shipment.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device shipment was refused by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Simplex cement arrived at the hospital warehouse leaking and smelling. Both boxes containing two boxes each were wet. Hospital refused shipment.